Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to the nickel in the device / felt as though I was slowly being poisoned/ nickel sensitivity') in an adult female patient who had essure (batch no. B30421) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), hypoaesthesia ("numbness in arms, hands and legs"), dizziness ("dizziness"), palpitations ("heart palpitations"), migraine ("frequent migraines"), chest discomfort ("chest tightness"), paraesthesia ("tingling in legs and arms"), peripheral swelling ("leg swelling"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots"), menstruation irregular ("irregular cycles (as close as 15 to 25 days apart)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), feeling of despair ("feelings of hopelessness"), fatigue ("extreme exhaustion"), dyspareunia ("dyspareunia"), dysmenorrhoea ("cramping/ unusual period , dysmenorrhoea"), abdominal distension ("bloating") and menstrual disorder ("unusual periods") and was found to have general physical condition abnormal ("delayed physical reactions since my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the allergy to metals, hypoaesthesia, dizziness, palpitations, migraine, chest discomfort, paraesthesia, peripheral swelling, pelvic pain, back pain, menorrhagia, menstruation irregular, feeling abnormal, anxiety, feeling of despair and fatigue had resolved and the genital haemorrhage, general physical condition abnormal, dyspareunia, dysmenorrhoea, abdominal distension and menstrual disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, chest discomfort, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling of despair, general physical condition abnormal, genital haemorrhage, hypoaesthesia, menorrhagia, menstrual disorder, menstruation irregular, migraine, palpitations, paraesthesia, pelvic pain and peripheral swelling to be related to essure. The reporter commented: an injury (disability/hospitalisation) was mentioned but not specified and /or assigned to one of the events. Lot number:b30421 manufacturing date:2013/05 expiration date:2016/05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081709) on 14-dec-2018. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to the nickel in the device / felt as though I was slowly being poisoned/ nickel sensitivity") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. B30421) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypoaesthesia ("numbness in arms, hands and legs"), dizziness ("dizziness"), palpitations ("heart palpitations"), migraine ("frequent migraines"), chest discomfort ("chest tightness"), paraesthesia ("tingling in legs and arms"), peripheral swelling ("leg swelling"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots"), menstruation irregular ("irregular cycles (as close as 15 to 25 days apart)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), feeling of despair ("feelings of hopelessness"), fatigue ("extreme exhaustion") and dyspareunia ("dyspareunia") and was found to have general physical condition abnormal ("delayed physical reactions since my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed on 20-nov-2018. At the time of the report, the allergy to metals, hypoaesthesia, dizziness, palpitations, migraine, chest discomfort, paraesthesia, peripheral swelling, pelvic pain, back pain, menorrhagia, menstruation irregular, feeling abnormal, anxiety, feeling of despair and fatigue had resolved and the genital haemorrhage, general physical condition abnormal and dyspareunia outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, chest discomfort, dizziness, dyspareunia, fatigue, feeling abnormal, feeling of despair, general physical condition abnormal, genital haemorrhage, hypoaesthesia, menorrhagia, menstruation irregular, migraine, palpitations, paraesthesia, pelvic pain and peripheral swelling to be related to essure. The reporter commented: an injury (disability/hospitalisation) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and mr received : events bleeding and dyspareunia were added. Lot number added. Essure insertion date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081709) on 14-dec-2018. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to the nickel in the device / felt as though I was slowly being poisoned/ nickel sensitivity') in an adult female patient who had essure (batch no. B30421) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), hypoaesthesia ("numbness in arms, hands and legs"), dizziness ("dizziness"), palpitations ("heart palpitations"), migraine ("frequent migraines"), chest discomfort ("chest tightness"), paraesthesia ("tingling in legs and arms"), peripheral swelling ("leg swelling"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots"), menstruation irregular ("irregular cycles (as close as 15 to 25 days apart)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), feeling of despair ("feelings of hopelessness"), fatigue ("extreme exhaustion"), dyspareunia ("dyspareunia"), dysmenorrhoea ("cramping/ unusual period , dysmenorrhoea"), abdominal distension ("bloating") and menstrual disorder ("unusual periods") and was found to have general physical condition abnormal ("delayed physical reactions since my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hypoaesthesia, dizziness, palpitations, migraine, chest discomfort, paraesthesia, peripheral swelling, pelvic pain, back pain, menorrhagia, menstruation irregular, feeling abnormal, anxiety, feeling of despair and fatigue had resolved and the genital haemorrhage, general physical condition abnormal, dyspareunia, dysmenorrhoea, abdominal distension and menstrual disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, back pain, chest discomfort, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling of despair, general physical condition abnormal, genital haemorrhage, hypoaesthesia, menorrhagia, menstrual disorder, menstruation irregular, migraine, palpitations, paraesthesia, pelvic pain and peripheral swelling to be related to essure. The reporter commented: an injury (disability/hospitalisation) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received : events " dysmenorrhoea,unusual periods and bloating" were added. Event of genital haemorrhage downgraded to non-serious. Patient dob was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081709) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to the nickel in the device / felt as though I was slowly being poisoned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in arms, hands and legs"), dizziness ("dizziness"), palpitations ("heart palpitations"), migraine ("frequent migraines"), chest discomfort ("chest tightness"), paraesthesia ("tingling in legs and arms"), peripheral swelling ("leg swelling"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots"), menstruation irregular ("irregular cycles (as close as 15 to 25 days apart)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), feeling of despair ("feelings of hopelessness") and fatigue ("extreme exhaustion") and was found to have general physical condition abnormal ("delayed physical reactions since my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hypoaesthesia, dizziness, palpitations, migraine, chest discomfort, paraesthesia, peripheral swelling, pelvic pain, back pain, menorrhagia, menstruation irregular, feeling abnormal, anxiety, feeling of despair and fatigue had resolved and the general physical condition abnormal outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, chest discomfort, dizziness, fatigue, feeling abnormal, feeling of despair, general physical condition abnormal, hypoaesthesia, menorrhagia, menstruation irregular, migraine, palpitations, paraesthesia, pelvic pain and peripheral swelling to be related to essure. The reporter commented: an injury (disability/hospitalisation) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081709) on 14-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to the nickel in the device / felt as though I was slowly being poisoned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness in arms, hands and legs"), dizziness ("dizziness"), palpitations ("heart palpitations"), migraine ("frequent migraines"), chest discomfort ("chest tightness"), paraesthesia ("tingling in legs and arms"), peripheral swelling ("leg swelling"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("heavy menstrual bleeding with blood clots"), menstruation irregular ("irregular cycles (as close as 15 to 25 days apart)"), the first episode of feeling abnormal ("brain fog"), anxiety ("anxiety"), the second episode of feeling abnormal ("feelings of hopelessness") and fatigue ("extreme exhaustion") and was found to have general physical condition abnormal ("delayed physical reactions since my hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, hypoaesthesia, dizziness, palpitations, migraine, chest discomfort, paraesthesia, peripheral swelling, pelvic pain, back pain, menorrhagia, menstruation irregular, anxiety, the last episode of feeling abnormal and fatigue had resolved and the general physical condition abnormal outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, chest discomfort, dizziness, fatigue, general physical condition abnormal, hypoaesthesia, menorrhagia, menstruation irregular, migraine, palpitations, paraesthesia, pelvic pain, peripheral swelling, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: an injury (disability/hospitalisation) was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.